Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance was high and was increasing. The lead polarity had changed to unipolar. The lead was reprogrammed to bipolar and remains in use. The lead will continue to be monitored. No patient complications have been reported as a result of this event.